Event description:
Patient conceived in (B) (6) 2008. The following results were obtained with this patient: (B) (6) - urine hcg negative. No quant performed. Lot 080381ce/13271a. On (B) (6) - urine hcg negative. Serum quant was 30,509 miu/ml. Lot 071991ce/13071a. On (B) (6) - urine hcg negative. Serum quant was 105,000 miu/ml. Lot 080931ce/26371a. On (B) (6) - urine hcg was positive. Serum quant was not performed. Lot 080381ce/13271a. The control line appeared on all test cassettes. Sample was not first morning urine. Controls were tested on all lots of devices, results were appropriate for positive and negative controls. The cassettes are stored at room temperature, these are opened when they are to be used, no damage to the pouch noted. Customer uses 3 drops of urine (told her to use 2 from now on), tests are read before 5 minutes. (Told her to read at 3 minutes). Customer no longer has any of these devices, no specimens are available.

Manufacturer narrative:
Additional lot# 13071a. Retention testing: control lot: 20miu/ml hcg urine control lot: hcg080617-02; 100miu/ml hcg urine control lot: hcg071016; 206.0iu/ml hcg urine lot: hcg080813-01. Summary of results: the retention devices met qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control. The 100miu/ml and 206.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. We'll do further investigation if the urine sample can be returned. So this complaint is not confirmed. Manufacturing documentation review results: there is no abnormality found in batch review and the product number, product description and lot number was verified.